Event description:
It was reported that the left ventricular (lv) lead and adaptor were explanted and replaced due to diaphragmatic stimulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: cd3257, competitor implantable cardioverter defibrillator (ICD), (B)(6) 2013; 6947, implantable tachy lead, (B)(6) 2003; 5072, implantable pacing lead, (B)(6) 2010; 1158t, competitor implantable pacing lead, (B)(6) 2010; 4396, implantable pacing lead, (B)(6) 2013. (B)(4).